Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 380 mg/dl. Customer had symptom of vomiting and large ketones. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was not admitted into the hospital and was released after five hours. Customer was treated with IV. Customer was wearing insulin pump at the time of emergency room visit.